Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced syncope resulting in subdural hematoma due to falling. The physician suspects anticoagulant medication contributed to the hematoma. A non-abbott icm was implanted and loss of right ventricle pacing was noted. Provocative testing was performed and no anomalies were noted. A revision procedure was performed and the right ventricle (rv) lead was capped and replaced. The status of the patient condition was not provided.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicating patient was in stable condition.